Manufacturer narrative:
Component code (annex g): g04019 ¿ cannula. This file is related to complaint file (B)(4). Device evaluation the evo-fc-10-11-8-b device of lot number c1694675 involved in this complaint device was not returned for evaluation. With the information provided, a document based investigation was conducted. From the images provided the handle cannula to filler cannula joint appears to be separated, partially deployed stent and the shuttle cap appears to be broken and damage to introducer. Broken shuttle cap likely led to introducer damage thereafter resulting in partially deployed stent. Therefore additional complaint file (B)(4) was raised to capture shuttle cap breakage and damage to introducer separately. As per engineering input, "I believe the shuttle cap breakage and the inner cannulas are unrelated failure modes as the causes of failure are different." Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1694675 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1694675; upon review of complaints this failure mode has not occurred previously with this lot c1694675. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force. It is possible that tortuous path may have caused a build-up of pressure resulting in the filler cannula and handle cannula separation. As per engineering "cause of failure for shuttle cap breakage is tortuous anatomy distally and a possible cause of failure for the cannulas is the incorrect glue being applied." (Ref. Att. ""Re pr 305175 _engineering input.msg") however, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Summary: complaint confirmed based on customer testimony and images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During placement, there was partial release of the metallic prosthesis, and complete release is not possible. There was a need to remove the entire set.

Event description:
Supplemental follow-up report is being submitted due to the correction and updating the file as follows: annex e "clinical signs, symptoms, and conditions codes" being updated from code e2119 (e2119- unintended radiation exposure) to code e2403 (e2403- no clinical signs, symptoms or conditions).

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c1694675 involved in this complaint device was not returned for evaluation. With the information provided, a document based investigation was conducted. From the images provided the handle cannula to filler cannula joint appears to be separated, partially deployed stent and the shuttle cap appears to be broken and damage to introducer. Broken shuttle cap likely led to introducer damage thereafter resulting in partially deployed stent. Therefore additional complaint file (B)(4) was raised to capture shuttle cap breakage and damage to introducer separately. As per engineering input, "I believe the shuttle cap breakage and the inner cannulas are unrelated failure modes as the causes of failure are different." Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1694675 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1694675; upon review of complaints this failure mode has not occurred previously with this lot c1694675. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force. It is possible that tortuous path may have caused a build-up of pressure resulting in the filler cannula and handle cannula separation. As per engineering "cause of failure for shuttle cap breakage is tortuous anatomy distally and a possible cause of failure for the cannulas is the incorrect glue being applied." However, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Summary: complaint confirmed based on customer testimony and images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During placement, there was partial release of the metallic prosthesis, and complete release is not possible. There was a need to remove the entire set.